Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 that upon removal of the applicator, the needle was detached. The sensor was inserted on (B)(6) 2015, and the detached needle was noticed on (B)(6) 2015. No additional patient or event information is available.